Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed sodium (na) result generated on the alinity c processing module, serial number (B)(6), for 1 patient. The result was not reported out. The sample was repeated on this instrument and another instrument with higher results. The following data was provided: sid (B)(6), processed on (B)(6) 2024 initial result = 119.4 repeat result on (B)(6) = 142.0 repeat results on (B)(6) = 142.6 and 142.2 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not completed as returns were not available. The ticket search indicates that the product performs as expected. A review of tracking and trending did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Review of product labeling found adequate information regarding the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely depressed sodium (na) result generated on the alinity c processing module, serial number (B)(6), for 1 patient. The result was not reported out. The sample was repeated on this instrument and another instrument with higher results. The following data was provided: sid(B)(6) processed on (B)(6)2024 initial result = 119.4 repeat result on ac03945 = 142.0 repeat results on ac04808 = 142.6 and 142.2 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Update to section b5 describe event or problem to correct serial number. The correct serial number is serial number (B)(6) which gave the falsely depressed sodium result.

Event description:
The customer observed a falsely depressed sodium (na) result generated on the alinity c processing module, serial number (B)(6), for 1 patient. The result was not reported out. The sample was repeated on this instrument and another instrument with higher results. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial result = 119.4 repeat result on (B)(6) = 142.0 repeat results on (B)(6) = 142.6 and 142.2 mmol/l no impact to patient management was reported.